Manufacturer narrative:
(B)(4). The returned ipg was analyzed and was in hibernation and it was charged fully. A review of the patient's data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.